Manufacturer narrative:
The system was examined and the reported event was replicated. The ultrasound (u/s) controller printed circuit board (pcb) was replaced to address the issue. The company representative noted that 3rd party handpieces were also used and discussed the possible impact of using unqualified 3rd party handpiece with the customer. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 25, 2007. Based on qa assessment, the product met specifications at the time of release. The first phaco handpiece was manufactured on june 14, 2007. Based on qa assessment, the product met specifications at the time of release. The second phaco handpiece was manufactured on june 14, 2007. Based on qa assessment, the product met specifications at the time of release. The third phaco handpiece was manufactured on may 13, 2009. Based on qa assessment, the product met specifications at the time of release. The fourth phaco handpiece was manufactured on january 10, 2008. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming u/s controller pcba. However, how that u/s controller pcba became non-conforming remains inconclusive. (B)(4).

Event description:
A scrub technician reported that during a cataract extraction with intraocular lens implant procedure the handpiece stopped working. A second unit was brought in and that same handpiece was plugged into the second unit. The handpiece was not recognized in the second unit. Other handpieces were tried with no resolution to the problem. The surgery was completed using an irrigation/aspiration handpiece. There was no harm to the patient.

Manufacturer narrative:
The handpieces were received and inspected. The handpieces were confirmed to have been repaired by a third party entity. As a result, no further testing was done on the handpieces. The root cause of the reported event cannot be determined conclusively as the sample were found to be repaired by a third party. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).